Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complaint of blood result reading "hi". Customer's daughter states that her mother complains of general malaise and did state she would assist her mother in seeking medical attention. Customer's daughter states that her mother has not administered her insulin for 10 days. The expected glucose blood results were not disclosed. Verified the strips expire 03/31/2016. Customer did not confirm the storage conditions of the test strips or when the strips were opened. Customer performed back to back blood test, 581mg/dl and 579mg/dl fasting. Reviewed meter memory: (B)(6) 2015: hi; (B)(6) 2015: 326mg/dl; (B)(6) 2015: 416mg/dl; (B)(6) 2015: 327mg/dl;

Manufacturer narrative:
Product not yet returned for eval. (B)(4).